Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that an unspecified malfunction/issue occurred. The day before on (B)(6) 2024, it was not known what the patient¿s last cgm value was prior, but the patient was aware of a wearable failure, and continued to wear the same sensor, despite not getting any cgm readings. It was not specified if the patient was using a bg meter for back-up during this time. The following day on (B)(6) 2024, the patient started vomiting, had tachycardia, vision loss, a seizure, and lost consciousness. The patient was taken to the ER by ems. Once at the ER, the patient was admitted to the ICU and treated with morphine, fluvic acid, vitamin d, and IV electrolytes. The patient could not recall her bg level at the ER, but estimates it was over 500 mg/dl. She was discharged home after 3 days. There was an attempt to reach the patient for further event clarification however, it was discovered that the phone number on file no longer belonged to the patient, therefore, no further patient or event details could be obtained. The patient was feeling better at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information for clarification was provided. It was reported that patient inserted the sensor on 09/23/2024 and failed on 09/24/2024. At an unspecified time later, the patient started feeling symptoms. The patient was in the ICU for one day and in the regular hospital room for two days. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that an unspecified malfunction/issue occurred. The day before on (B)(6) 2024, it was not known what the patient¿s last cgm value was prior, but the patient was aware of a wearable failure, and continued to wear the same sensor, despite not getting any cgm readings. It was not specified if the patient was using a bg meter for back-up during this time. The following day on (B)(6) 2024, the patient started vomiting, had tachycardia, vision loss, a seizure, and lost consciousness. The patient was taken to the ER by ems. Once at the ER, the patient was admitted to the ICU and treated with morphine, fluvic acid, vitamin d, and IV electrolytes. The patient could not recall her bg level at the ER, but estimates it was over 500 mg/dl. She was discharged home after 3 days. There was an attempt to reach the patient for further event clarification however, it was discovered that the phone number on file no longer belonged to the patient, therefore, no further patient or event details could be obtained. The patient was feeling better at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.